Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced inappropriate shock therapy due to oversensing. Upon attempt to interrogate the device difficulty was reported and there was an error code that indicated that this device was in safety mode. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinically observed error message was reproduced. Memory review confirmed that the device underwent a reset due to memory corruption which resulted in the observed error message. Following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. The root cause of the memory corruption it unknown.

Event description:
This report is being filed to provide device analysis results.